Manufacturer narrative:
(B)(4).

Event description:
The patient reported bilateral nerve block in her spine. She remembered the doctor making a statement that he was very close to the nerves. The healthcare provider (hcp) may have burned some nerves as well. She had been getting nerve blocks and burned nerves since she got the implant. Relevant medical history included non-malignant pain. Follow-up with the hcp provided no further details pertaining to this event.